Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the received device was forwarded to commercialized product development for evaluation. Review of the received device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral and tibial component at cement to implant interface. Depuy cement was used. It was also reported that the surgeon dictated during the primary surgery that the patient presented with very unusual, brown colored bone that was discovered during the original surgery. In the surgeon's opinion, this could have contributed to the loosening. Polyethylene liner was also removed and was found to be severely pitted. This pitting at 2 years out caused the surgeon some concern. He would like the polyethylene liner to be sent back and evaluated, with a response letter to follow. The patellar component stayed implanted. Successful revision surgery was performed. Doi: (B)(6) 2017; dor: (B)(6) 2019; left knee.